Manufacturer narrative:
A manufacturing review was not required as this was the first complaint reported for this lot number. The result of the investigation is inconclusive for the reported balloon rupture failure mode issue. There was no sample returned. The definitive root cause for the reported balloon rupture failure mode issue could not be determined based upon available information. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48508040 bantam otw pta catheter allegedly ruptured at 6atm on the second inflation. The procedure was completed with another device. This malfunction involved one patient with no reported patient injury. This information was received from one source. The patients age, weight, and gender were not reported.